Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens remains implanted, therefore it is not available to be returned for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Patient reported experiencing blurry, double vision, and "ghosting" in both eyes making it difficult to read and drive. The surgeon reportedly did not find any problem. Patient reported having prk and yag (for posterior capsule opacification) a while ago but there was no improvement. The patient has been referred to another doctor. This report is for the patient's right eye.